Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter in three segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted at the distal end of the catheter. A catheter segment was returned and measured approximately 40.0cm in length. A distal catheter segment was returned and measured approximately 14.6cm in length. Complete circumferential breaks were noted on both the proximal and distal end of the catheter segment. Upon infusion, a leak was observed from what appeared to be a pinhole on the distal catheter segment. Aspiration was attempted and was successful. Therefore, the investigation is confirmed for the reported fluid leak, fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and seven days post a chronic catheter placement, the catheter was allegedly broken in the subcutaneous tunnel. It was further reported that the saline was allegedly found to be leaked out from the subcutaneous tunnel to the puncture site upon infusion. It was also reported that the broken catheter was allegedly divided into three segments upon removal. Furthermore, the patient allegedly experienced a fever symptom. Reportedly, the catheter was removed. There was no reported patient injury.

Event description:
It was reported that two months and seven days post a chronic catheter placement, the catheter was allegedly broken in the subcutaneous tunnel. It was further reported that the saline was allegedly found to be leaked out from the subcutaneous tunnel to the puncture site upon infusion. It was also reported that the broken catheter was allegedly divided into three segments upon removal. Furthermore, the patient allegedly experienced a fever symptom. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.